Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned.

Event description:
The surgeon felt that the tibial insert did not snap in place properly into the tibial tray. Another insert was used successfully.